Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicators because of a long charge time. The device outputs are low, and the monitoring voltage is above middle of life 2. The patient denies having any surgeries or any attempts to deactivate via the magnet. The device will be replaced and returned for analysis.